Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information available, a definite cause for the reported difficult to remove (anatomy) could not determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the difficulty removing the device. It was reported that the mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4 and very large heart. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed and the clip got stuck on the posterior leaflet. There were no issues with grasping of the leaflets. Troubleshooting was performed and the clip was freed. The clip was placed in multiple locations, in attempt to reduce mr but was unsuccessful. Therefore, the physician decided to abort the procedure as the valve had too many jets to treat. There were no clips implanted, mr remained at 4. The patient will be reassessed for surgery. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.